Manufacturer narrative:
The minilink was unable to charge due to a swollen and depleted battery.

Event description:
The customer reported that she was hospitalized for seizures due to high and low blood glucose levels. The customer stated that her blood glucose levels are erratic due to pancreatic failure. The customer also reported that the minilink is no longer charging. Nothing further was reported.